Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stuck behind inside the loader when the delivery tube was removed. A replacement seal was used to complete the procedure. The hospital did not report any pt complication. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was left behind in the loader device. The delivery device was outside of the loader device and the plunger had not been depressed. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).